Event description:
It was reported that the patient was allergic to the device and was constantly itching. The patient was experiencing inadequate stimulation, and the sensations increase her pain. The patient was prescribed with medication.